Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial left hip arthroplasty, subsequently, the patient was revised 3 years later due to stem fracture and infection. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent initial left hip arthroplasty, subsequently, the patient was revised three years later due to stem fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirms the stem and cone body have fractured. The fractured portion of the stem is still attached to the cone body. The stem's neck and coating are heavily scratched. A hole has been partially drilled into the porous coating near the taper. The stem and cone body was sent to sem for fracture analysis. The cone body has what appears to be bone cement on much of the inferior and lateral sides, and numerous wear marks. The fractured stem taper is still embedded in the neck section. The fracture artefacts suggest a possible fatigue fracture originated on the medial side of the cone body, most likely as a result of the stresses imposed by the nearby fractured stem component. The distal stem has what appears to be bone cement on much of the surface with numerous wear & removal marks. The stem¿s taper fractured at a near 45° angle shows fracture artefacts consistent with a low-stress fatigue fracture with a possible torsional component originating near the anterior lateral side of the stem taper. The material composition of the cone body and distal stem are conforming to print specifications. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.